Event description:
The pt was receiving gancyclovir and that for every 100ml infused, approx 15ml leaked from the catheter at the exit site. The hosp was advised not to continue using the catheter. The catheter was later removed.

Manufacturer narrative:
Returned for eval is a 4 fr. Catheter. Catheter appears to be complete. A grey two-piece connector is attached to procimal end of catheter. It has been attached proximal to five dot depth mark. There is a small amount of clear residue visible inside lumen. There is also a small amount of clear cyrstallized residue around exterior of tubing 1" distal to 4 dot depth mark. There is gummy tape residue on connector hub/strain relief. Distal tip and valve appear normal. Notes in file indicate that catheter was placed on 10/10/96. On 11/27/96, leakage was noticed at exit site. Catheter was later removed. Catheter is tactually inspected for elastic deformation or elongation. There are multiple impressions along length of tubing, that are either grip marks or suture sites. Tubing has been weakened at two locations: at 5 dot depth mark, and just distal to connector hub strain relief. Catheter is manually flushed and aspirated through hub connector using a 12cc syringe filled with bleach solution. Lumen is pressurized by occluding valve opening with finger pressure. No leaks are detected. As pressure is increased and held, tubing bursts at weakened area near hub connector. No leaks were deteced up to tubing failure. A fibrin sheath can form around distal tip of catheter inside vein. Encapsulation of valve opening can direct flow of infusated back toward exit sit, giving appearance of a leak. As this sample could not be made to leak, complaint is unconfirmed.